Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal end of the subject stent was deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter had been cut prior to return. The stent was noted to be deformed. All three marker bands were present on the distal and proximal ends of the stent. There was an unknown material possibly some sort of tubing like polytetrafluoroethylene (ptfe) present on the distal end of the stent. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during retraction/re-sheathing was not confirmed as part of the stent had deployed inside the microcatheter lumen. The other event reported of the stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after preoperative inspection confirmed the stent was intact, it was delivered via the microcatheter. After the stent entered the microcatheter, the physician encountered significant resistance and could not push the stent further after advancing it by 5 cm. When attempting to retract the stent, the physician found that it had already opened within the hub of the microcatheter'. The stent was returned for analysis in a deployed condition. Prior to its removal from the microcatheter (mc), it was noted that the distal end of the stent was deployed inside the proximal lumen of the mc, leaving the bulk of the stent deployed inside the hub of the mc. The stent was also noted to be deformed. The stent delivery wire (sdw) and the introducer sheath were both not returned for analysis. Note: the analysis findings are not fully aligned with the event description (it was stated that the same microcatheter was used to finish the procedure despite the stent being returned in what is assumed is the original mc. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was noted in the good faith efforts (gfe) follow-up replies, but subsequently (and inadvertently) moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). However, microcatheter is one of the 2 recommended microcatheters to use when delivering a stent, because the internal hub profile of this microcatheter is an exact match for the external profile of the distal tip of the atlas introducer sheath. This suggests that the inadvertent movement of the sheath was likely in a proximal direction as the internal profile of the hub ought to prevent distal sheath movement, if this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user would experience increased resistance during attempts to advance the stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent partially deployed prematurely inside the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deployed prematurely during use and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The reported event of the stent deployed prematurely during retraction/re-sheathing has been assigned not confirmed.

Event description:
The subject stent was returned for analysis, and it was discovered that the distal end of the subject stent was deployed inside the proximal lumen of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.